Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon described that on the 5th and final firing during a laparoscopic sleeve gastrectomy, a blue 60mm load was being used and a fragment of blue plastic from the reload was visible at the distal end of the firing. The fragment was not entrapped on the retained side of the staple line and was removed with the specimen. The reload was discarded, but the stapler was saved for analysis. Potentially looking at whether the knife blade may have been forced laterally causing a fragment of the reload to be cut off, causing the scenario. There were no patient consequences.